Event description:
It was reported that a malfunction alarm occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed on how to put the pump into storage mode before returning it. An alternate insulin delivery method, manual injections, would be used to ensure continued insulin delivery.